Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals unraveled during deployment. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results for device 1: visual inspection determined that the device showed no signs of clinical usage or evidence of blood. The delivery device was returned inside the loading device. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery device under the window of the loading device; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were depressed on the delivery device. It appears that the seal had been prematurely deployed in the loading device. Based upon the eval results, the reported complaint "heartstring iii seal unraveled during deployment" could not be confirmed; however, it was confirmed for premature deployment. Investigation results for device 2: visual inspection determined that the device showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was not returned. The tension spring assembly, anchor tab, and the seal were inside the loading device. Based upon the eval results, the reported complaint "heartstring iii seal unraveled during deployment" could not be confirmed; however, it was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The results of our eval were provided to the customer. (B)(4).